Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms beginning ten days post implant of the crt-d. Sensing and threshold measurements were noted to be appropriate. The physician planned to increase the remote home monitoring alert value and continue monitoring. No adverse patient effects were reported. This device remains in service.